Event description:
It was reported that implant open was deficient. The screw did not have ridges for screwdriver. Doi: unknown, dor: (B)(6) 2025, affected side: right shoulder.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary no device associated with this report was received for examination. Product description: dxtend screw no lock d4.5x18mm product code: 130770018 lot number: 5689898 manufacturing date: 05-apr-2024 expiry date: 31-mar-2029 quantity manufactured: (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot product description: dxtend screw no lock d4.5x18mm product code: 130770018 lot number: 5689898 manufacturing date: 05-apr-2024 expiry date: 31-mar-2029 quantity manufactured: (B)(4). Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified. H11 additional narrative: added: b5 corrected: d4 (primary UDI number), h4.

Event description:
Additional information received states that there was no surgical delay.